Event description:
Patient reported left-side pain in breast/axillary area and per imaging reports, signs of rupture and capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Pain : unable to observe since it is a medical event and is not related to the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: red particle observed on the device. Crease fold observed on the device. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: b.5, d.9, h.3, h.6.

Event description:
Patient reported ¿signs of capsular contracture¿ and ¿bilateral intracapsular rupture¿, diagnosed by mammography, ultrasound and MRI. Patient also reported symptoms of ¿pain in breast / axillary area¿. The device has been explanted. This relates to this left side.

Event description:
Patient reported ¿signs of capsular contracture¿ and ¿bilateral intracapsular rupture¿, diagnosed by mammography, ultrasound and MRI. Patient also reported symptoms of ¿pain in breast / axillary area¿. The device has been explanted. This relates to this left side.